Event description:
It was reported, there was an obstruction in the biopsy channel of the gastrointestinal videoscope. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: additional information including the reprocessing steps was unable to be obtained following three unsuccessful attempts. This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed along with the lg-cover lens having foreign material. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event along with the lg-cover lens having foreign material could not be identified. The suggested events are detectable and preventable by handling device in accordance with the following instructions for use: IFU states the detection method in "gif-1100 operation manual chapter 3 preparation and inspection". IFU states the preventive measures in "gif-1100 reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.